Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
Event was reported on 02/26/2026. The healthcare professional reported that the anchor came off a silent nite sleep device.

Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had no discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off and one of the connectors was detached from the device. Root cause description the root cause could not be determined. A potential root cause could be due to an incomplete curing which may have caused the anchor to break off. Manufacturer internal reference number: (B)(4).